Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, there is disease progression with aortic neck dilatation. The proximal aortic neck is 40 mm in diameter. It was reported that the patient has been lost to follow up over the last five years. The bifurcated stent graft has migrated 4 cm distally below the renal arteries, resulting in a proximal type I endoleak. The bifurcated stent graft has several stent fractures. The left iliac limb was occluded, and the right limb was patient. The stent grafts were explanted and the patient was converted to open repair. The patient had an aorto-bi-iliac bypass to address the occluded left iliac limb occlusion. No additional clinical sequelae were reported and the patient is fine. The review of a single still angiogram image shows that the aneurx is severely kinked over itself at the flow divider, and that several stent segments have fractured and detached from the stent graft. Images post-explant show good tissue integration surrounding the majority of the stent graft components. Several strut segments are seen detached from bifurcate, near the area of the kink (at the flow divider). The contra limb and iliac extension were also explanted. The strut fractures were likely caused by the kink, which may have occurred post-migration of the stent graft.

Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (removal of implant, occlusion ); patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).